Event description:
Additional information was received indicating a revision procedure was performed and insulation damage was observed on the right atrial (ra) lead and no anomalies were observed on the right ventricle (rv) lead. The rv lead and the ra lead were capped and replaced. The patient was in stable condition.

Event description:
It was reported that during a remote follow up, noise resulting in oversensing was noted on the right ventricle (rv) lead. Abbott technical support was contacted, session records were reviewed, and noise resulting in oversensing was also noted on the right atrial (ra) lead. The physician suspected rv lead damage, however, diagnostic imaging was performed and no anomalies were observed on the rv lead or the ra lead. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.